Manufacturer narrative:
The device was disposed in the hospital.

Event description:
The patient underwent successful mechanical thrombectomy to treat the left m1 middle cerebral artery occlusion with the subject retrieval device. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 3. It was reported that the next day, the patient had a symptomatic intracranial hemorrhage (sich). Medical management (not specified) was performed; however, the patient died two days later due to sich. The event was reported as related to the procedure but unrelated to the subject device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, brain hematoma, hydrocephalus and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The patient underwent successful mechanical thrombectomy to treat the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 3. It was reported that the next day post procedure, the patient had a symptomatic intracranial hemorrhage (sich) in the mca territory. The patient developed brain hematoma. Subsequent hydrocephalus compressed the lateral ventricle and subarachnoid space on the left with a midline shift to the right. Medical management (not specified) was performed; however, the patient died two days later due to the sich. The event was reported as related to the procedure but unrelated to the subject device.